Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was receiving 1000mcg/ml gablofen at a dose of 240mcg/day via an implantable infusion pump for intractable spasticity and cerebral palsy. It was reported that the patient presented to the intensive care unit (ICU) a few days ago, but there was no details on why the patient was in the ICU. The healthcare professional wanted to know why a bridge bolus was programmed when the concentration had not changed. The healthcare professional was informed that the session report the healthcare professional was looking at was not the session where the bridge was actually programmed. The healthcare provider reported that the session report showed that the low reservoir alarm was not until (B)(6) of 2017. Based on the information the healthcare provider gave the patient's dose should not have changed and the pump should have continued to deliver medication at the given rate until it needs to be refilled in august. The healthcare provider reported they would check the patient pump for alarms. No further complications were anticipated/reported.